Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as a quattro catheter pinhole leak at the distal end of the distal balloon; however, we were not able to confirm the leak at the 88mm into the proximal balloon as reported by the customer. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect or the balloon may have seen higher stress during insertion. Visual inspection found no visual discrepancies or issues. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and a pinhole leak was noted at the distal end of the distal balloon. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for coolline catheter lot # 69367.

Event description:
A patient was hospitalized on (B)(6) 2017 and an intervascular temperature management was needed. A zoll quattro catheter was inserted into the left femoral vein by an experienced physician. During treatment, the saline bags was emptied and replaced on three different occasions. The physician then decided to remove the catheter on (B)(6) 2017. A pinhole leak was noted 88mm into the proximal balloon. The patient was not harmed due to this event and therapy continued with a different device.